Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss on (B)(6) 2018. A new inflatable penile prosthesis was implanted. No patient complications were reported in relation to this event.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 3:23:00 pm CT.the report number is being corrected from: 2183959-2018-61600to: 2183959-2018-60222.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss on (B)(6) 2018. A new inflatable penile prosthesis was implanted. No patient complications were reported in relation to this event. Additional information received indicated that only the right 15 cm x 12 mm cylinder was implanted as the left side was scarred down from the previous removal of the left cylinder.